Manufacturer narrative:
H3, h6) a software analysis was performed. In summary, there was insufficient information to determine whether a software anomaly co ntributed to the reported behavior. There were not error or failures observed with respect to the display of the camera cart in the logs and logs did not capture the occurrence of the reported issue. Previously reported codes, b01 and c19, are applicable as well as newly reported code, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735736 (software version: 2.1.0) h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart display blank on power up. With a system reboot, the camera cart display active. The interface cable was reseated and display cables were checked. The manufacturing representative (rep) was unable to find any fault. Uninterruptible power supply (ups) battery test conducted and both main and camera cart ups batteries passed. There was no patient involvement.